Event description:
A laser technician reported, the second eye of one patient took slightly longer to acquire track. Reported issue was noted to have occurred during surgery, however, no patient injury was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).